Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens remains implanted. (B)(4). Method: - work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the facility received a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, and noted a "stain" on the outside of the lens vial. The surgeon decided to implant the lens into the patient's right eye (od) on (B)(6) 2015. The lens remains implanted.

Manufacturer narrative:
Method: device history record review. Results: after a review of the DHR, it has been determined that nothing in the manuacturing and packaging processes can be identified as the cause of this complaint. Based on the above investigation, no definite root cause for the complaint is determined. However, the returned product did not reveal any stain on the vial. Visual inspection of the returned product found scratches on the outside of the vial and dried residue inside the vial. (B)(4).